Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information it is written 18 g instead of 16 g on the device. Coloplast representative received complaint from the operating room regarding the packaging of folysil products. It appears that some products indicate a different size on the catheter than what the packaging says it contains.